Manufacturer narrative:
No button error alarm noted. All buttons functioned properly; however, the insulin pump had moisture on keypad traces. No moisture damage noted on the electronic assembly or motor assembly. The insulin pump had scratched reservoir tube window, cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump was attached to her body when she went swimming. The customer reported that no fluids were inside of the insulin pump but there was fog on the display screen. The insulin pump alarmed for a button error. The customer did not know the blood glucose reading. The customer reported that the insulin pump had been dropped and bumped multiple times but that there were no cracks. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.